Event description:
The manufacturer received information alleging a ventilator with low exhaled tidal volume (vte). The customer states that the vte was at range in between 80-90 whereas it should be around 200 and above. They also stated, "test it with test lung, get as what use reported. I'm writing here to seek advice from you on how we should proceed with this fault and solve the issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.